Event description:
An initial event notification was received by sequel med tech, llc, on 06-jun-2026 and forwarded to millyard advanced medical products, llc, on the same day. On the evening on (B)(6) 2026, the user reported a hospitalization due to elevated glucose values ranging from 320-400 mg/dl; however, they did not provide specific admission or discharge dates. The user stated they were discharged on a long acting (toujeo) and fast acting (lyumjev) insulin but had since resumed therapy on their twiist pump on (B)(6) 2026 and discontinued toujeo. The user later reported that they received a pump error alarm on (B)(6) 2026 from their twiist pump, serial number: (B)(6). The user confirmed that they had a fully charged battery inserted and noted that they had changed the cassette, cleo 90 infusion set tubing, and infusion site that day. The user further reported that they had not observed any leaking from the cassette while they changed their supplies; however, they noticed that medication was currently leaking. The user confirmed that they had a backup insulin therapy on hand; however, approximately one hour later, the user requested assistance getting a second twiist pump, serial number: (B)(6), paired. Pairing was successful and the user resumed insulin delivery, stating that they would remain on that pump until they received a replacement. The user remains ongoing on twiist pump, serial number: (B)(6).

Manufacturer narrative:
The user reported a hospitalization due to hyperglycemia; however, they did not provide specific admission or discharge dates. Therefore, the date of event (section b3) was left blank. Although the user expressed concern that their hospitalization was related to the subsequent pump error alarm, based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hospitalization cannot be confirmed. Cassette, serial number: (B)(6), and twiist pump, serial number: (B)(6), were returned to millyard advanced medical products, llc, for investigation. Upon disassembly of twiist pump, (B)(6), evidence of fluid ingress was observed, consistent with the reported pump error alarm. Further investigation of cassette, serial number: (B)(6), confirmed a puncture through the top edge of the needle stop and reservoir membrane (rm) behind the septum, consistent with user error, which would have allowed fluid to leak out of the rm and into the pump. The user remains ongoing on twiist pump, serial number: (B)(6). The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. The user guide also provides steps to take to ensure proper technique when filling the twiist cassettes. Users are further instructed to have a backup insulin therapy available at all times. Efforts to obtain additional information from the user were made; however, the user declined any further outreach attempts. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, for further investigation.